Event description:
"Bicondylar tibial plateau fractures treated with fine-wire circular external fixation". Author: n. Ferreira et al., at springerlink.com. According to the study, this retrospective study reports on the outcome from the management of high-energy tibial plateau fractures through limited open reduction and fine-wire circular external fixation, ilizarov (smith and nephew, memphis, tn) fixators were used in 30 cases. It was documented on the paper that one patient suffer meta-diaphyseal non-union it is unknown how this condition was treated.

Manufacturer narrative:
It was reported from a literature review that the patient suffer meta-diaphyseal non-union. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per e-mail communication, the author stated that patients that developed non-union and delayed union was as a result of the high energy trauma and again not related to the specific device used. The paper was published in 2014. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.